Manufacturer narrative:
The insulin pump passed basic occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. No cosmetic damage noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 14 mmol/l at the time of the call. The customer stated that the alarms occur daily. The customer would change the set and the insulin pump would start working as designed. The customer agreed to send the insulin pump back for a replacement. However, the customer has not returned the product back for analysis.